Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID 8780 serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter. Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the laboratory. Evaluation of implantable catheter serial number (B)(4) also revealed no anomalies. The catheter was returned in segments, was found to be patent, and passed pressure leak testing in the laboratory. Code-result 3233 and code-conclusion 11 are no longer applicable. Code-result 213 and code-conclusion 71 applies to both the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. Pump logs show that the device was delivering 500 mcg/ml baclofen at 79.96 mcg/day. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion pump and catheter. The drug being delivered was lioresal intrathecal at an unknown dosage and concentration. The reason for use was not reported. It was reported that the patient had progressive swelling, erythema, fevers, significant tenderness over the lower back incision. The pump and catheter were removed on (B)(6) 2017 and returned to the manufacturer. The reason for device removal on the pump and the catheter was ¿infection (organism) (B)(6) the patient recovered without sequela. The patient was not in a clinical study, the device was used in the patient for treatment, and it was not replaced with a device of the same manufacturer. There were no further complications reported/anticipated.